Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. As the event unit was not returned, applied medical is unable to determine if the event unit exhibited any non-conformances that could have contributed to the report event. In the absence of the event unit, it is difficult to determine if the reported event was caused by a manufacturing non-conformance or circumstantial factor at the time of use. Applied medical has reviewed the details surrounding the event and is unable to determine the exact root cause of the event.

Event description:
Procedure performed: open colectomy event description: voyant complaint occurred. The issue, which I was able to uncover, is the position of the energy activation button combined with the sensitivity of the energy activation button. The surgeon has short fingers which requires him to position his hand in such a way that it makes accidental/unintentional contact with the energy activation button. Product is not returning. Type of intervention: case was completed using [competitor device]. Patient status: no patient injury occurred.

Event description:
Procedure performed: open colectomy event description: voyant complaint occurred. The issue, which I was able to uncover, is the position of the energy activation button combined with the sensitivity of the energy activation button. The surgeon has short fingers which requires him to position his hand in such a way that it makes accidental/unintentional contact with the energy activation button. Product is not returning. Type of intervention: case was completed using [competitor device]. Patient status: no patient injury occurred.

Manufacturer narrative:
The event unit is not returning to applied medical for evaluation. A follow-up report will be submitted upon completion of investigation.